Event description:
The customer reported that this device had an unspecified opcheck failure. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.